Event description:
It was reported that, during a meniscal repair, after deployment of t1 anchor of a fast-fix, t2 deployed prematurely. T1 was removed from the patient. The procedure was completed with a backup device and no significant delay or further complications were reported.

Manufacturer narrative:
H10, h2, h3, h6: one 72202468 fast-fix 360 curved needle delivery system device used in treatment, was returned for evaluation. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. T1, t2 and suture were not returned. The needle delivery curve was slightly flattened. The depth limiter was attached and was retracted. The device cycled and actuated but with slight drag. Per instructions for use : ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device was confirmed. Complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Instructions for use contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Manufacturer narrative:
The reported fast-fix 360 curved ndl delivery sys ¿ 72202468 intended for use in treatment, has not been returned for evaluation. Without the reported product, a visual and functional evaluation cannot be performed and the customer¿s complaint cannot be confirmed. From the information provided, ¿during a meniscal repair, after deploy of t1 anchor of the fast-fix t2 deploy prematurely¿. An exact root cause cannot be determined with confidence. Per the device instructions for use under warnings ¿do not bend the delivery needle there were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of the complaint and manufacturing records was performed and indicated similar allegations for the lot number reported.